Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm the insulin was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, at 16:50, the patient asked the nurse to inject per-meal insulin for him. The nurse came to the bedside and discharged the insulin pen, but no liquid came out.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples. No failure was found. No np end defect was found.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm the insulin was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, at 16:50, the patient asked the nurse to inject per-meal insulin for him. The nurse came to the bedside and discharged the insulin pen, but no liquid came out.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.